Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot , part: 472.412s , lot: 27p8312, manufacturing site: 09. Dec. 2019, release to warehouse date: bettlach, expire date: 01. Nov. 2029. A manufacturing record evaluation was performed for the finished device 472.412s lot: 27p8312 and no non-conformances were identified. Investigation summary: picture review: based on the provided pictures the nail breakage could be confirmed. The breakage occurred in the distal shaft region. The lot# could be identified as lot 27p8312. However, the provided pictures do not allow for any determination of the root cause. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint condition was confirmed for the pfna ø9 long r 130° l340 tan (p/n: 472.412s, lot #: 27p8312). There was no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 472.412s, lot: 27p8312, manufacturing site: 09. Dec. 2019, release to warehouse date: bettlach, expire date: 01. Nov. 2029. A manufacturing record evaluation was performed for the finished device 472.412s lot: 27p8312 and no non-conformances were identified.,part: 472.412s, lot: 27p8312, manufacturing site: 09. Dec. 2019, release to warehouse date: bettlach, expire date: 01. Nov. 2029. A manufacturing record evaluation was performed for the finished device 472.412s lot: 27p8312 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a removal surgery due to broken pfna nail. Removal was difficult and additional surgery was required. All fragment was removed completely. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant devices reported: pfna blade (part# 04.027.032s, lot# unknown, quantity 1). Pfna screws(part# 04.005.528, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) pfna ø9 long r 130° l340 tan. This report is 1 of 1 (B)(4).